Event description:
It was reported that the tip/luer broke off of the bd plastipak¿ concentric luer lock syringe while processing cytostatic medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch: "last week have had 2x incidents with the bd plastipak syringe 50ml. On (B)(6) 2023 the nozzle broke off from the leurlock. The tubing is in the spike. Unfortunately we were not able to take pictures of the 1st time as this happened while processing cytostatics."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip/luer broke off of the bd plastipak¿ concentric luer lock syringe while processing cytostatic medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch: "last week have had 2x incidents with the bd plastipak syringe 50ml. On (B)(6) 2023 the nozzle broke off from the leurlock... The tubing is in the spike. Unfortunately we were not able to take pictures of the 1st time as this happened while processing cytostatics."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-aug-2023. H.6. Investigation summary: both the physical sample along with a photo were provided to our quality team for investigation. Through visual inspection, the tip is observed to be detached from the syringe. It was noted the break is clean and there is no evidence of twisting or force that could have contributed to the tip detaching. Damage to the tip can occur due to a failure with the pins that shape the tip during the molding process. A device history review was performed for reported lot 2305790, finding one annotation related to the reported incident. An incident was detected related to damage within the inner structure of the mold which is responsible for shaping the tip. Once the issue was detected, the cavity was closed to replace the pin. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation it was determined the reported incident is related to the damage pin identified during manufacturing, the impacted sample not being properly identified and rejected. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.